Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-may-2022. H6: investigation summary: one protector connected to a vial along with the l-connector attached to the IV bag were provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector, the protector fit securely to the vial, the needle on the protector penetrated the vial stopper properly. There was no damage noted on any of the product membranes or on the vial stopper and no particles were observed in the IV bag or on any of the components evaluated. A device history review was performed for lot 2104117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Five retained samples of lot 2104117 were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the bd phaseal¿ protector (p55) caused coring in the infusion bag after preparing and injecting treaxin into it. This occurred with 3 separate protectors. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. During preparation of treaxin using p55, when the hcp injected the fluid back into the infusion bag, white floating matters were found in the infusion bag. This issue occurred in three cases."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p55) caused coring in the infusion bag after preparing and injecting treaxin into it. This occurred with 3 separate protectors. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. During preparation of treaxin using p55, when the hcp injected the fluid back into the infusion bag, white floating matters were found in the infusion bag. This issue occurred in three cases."